Manufacturer narrative:
Results code grid changed from fracture problem to no findings available as the device was not returned for investigation. Additional information: the device was not returned for investigation. The quality investigation is complete.

Event description:
It was reported that the blade broke at the mount during a total knee arthroplasty. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully using a spare blade.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that the blade broke at the mount during a total knee arthroplasty. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully using a spare blade.